Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examination was performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There was one additional reported complaint for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that the hub on the micropuncture transitionless access set separated from the catheter. There was no patient involvement as the event occurred prior to patient contact.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that when the micropuncture transitionless access set was pulled for a procedure, the hub separated from the catheter. It was also reported that the device did not make patient contact, and no adverse events were reported.